Event description:
Hcp reported "catheter migration". The patient experienced increased spasticity, dystonia, loss of performance status. The catheter was replaced. The patient is now in satisfactory condition.